Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim. During the procedure, the catheter lock was observed to be allegedly loose and did not fit properly. A second device from the same lot was opened, and the issue persisted. Reportedly, a third device from a different lot was then opened, but the issue was still noted. Furthermore, the issue was resolved by replacing the spare catheter lock in that package. There was no reported patient injury.